Event description:
The lay user/patient contacted lifescan (lfs) customer service on (B) (6) 2010 alleging that the one touch ultramini meter was prompting error messages. The medical surveillance specialist contacted the patient on march 5, 2010 to obtain additional information. The patient was unable to recall the specific error messages. The alleged issue occurred in (B) (6) 2009. The patient reported obtaining a 'normal' blood glucose reading in the morning, taking her prescribed 500 mg metformin, and eating breakfast as usual. The patient described developing symptoms of shakiness while having lunch with her friend at a restaurant. She attempted to test and was unable to obtain a reading after several attempts. The patient described feeling light headed and blurred vision before passing out. The paramedics were contacted and she was unable to recall any results obtained by the ems. She was administered treatment intravenously and glucose gel after regaining consciousness. She was transported to the hospital and was unable to recall any information from her hospitalization. The patient reported that she had a scheduled appointment to see a new physician during the week of (B) (6) 2010. The patient was unable to troubleshoot with the customer service since she had not tested since (B) (6) 2009 and no longer had testing supplies. Replacement products were sent. This complaint is being reported due to the following: although the patient's symptoms started before the reported issue first occurred, there was an indication that the patient's symptoms deteriorated since the patient was not able to test her blood glucose.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.